Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). We received the valve inserted in an unknown liquid in the provided returnkit. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances. Based on our investigation, we are unable to substantiate the clinical claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Height: (B)(6).